Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information nose irritation, skin irritation, respiratory tract irritation, dizziness and headache, asthma, kidney disease, lung disease and other. There was report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box a: patient identifier has updated. In box e: reporting address line 1, reporting address state has updated. In box h: patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall (z) number has been updated. In previous report inflammation is incorrectly captured. It is not alleged by patient, and it is corrected as blank.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information nose irritation, skin irritation, respiratory tract irritation, dizziness and headache, asthma, kidney disease, lung disease. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.